Event description:
The healthcare provider (hcp) believed the patient was not receiving therapeutic benefit of baclofen. The patient was sent for an indium dye study which revealed that no dye was getting past the pump/catheter connection. The patient's pump ran dry in (B)(6) for 2 days; the pump was refilled with normal saline while waiting for surgery. When the pump ran dry, the patient did not experience any signs/symptoms of withdrawal. During surgery on (B)(6) 2012, it was noted the catheter connection site appeared intact; catheter aspiration revealed easy flow of csf. The surgeon decided to replace the pump. It was noted that telemetry of the pump was difficult in the operating room. The nurse at the hospital also indicated she had difficulty performing telemetry of the pump. The patient outcome was reported as recovered without sequela.

Manufacturer narrative:
Analysis of the returned pump revealed no anomaly, normal device function.

Manufacturer narrative:
Concomitant medical products: catheter model 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk; catheter model 8578,serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012; programmer model 8840, serial# unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).